Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of device. Failure (event) observed during analysis. Internal insulation abrasions were found at 11.8-13.0cm and 31.0-31.5cm from the distal tip. External insulation abrasion was found at 27.3-28.3cm from the distal tip, consistent with friction to another device. External insulation abrasion was found 39.7-40.5cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.